Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found. The helix was distorted and stretched out of specification.

Event description:
It was reported that during the implant procedure when the lead was positioned into the myocardium, the lead became stuck in the 9 fr safesheath. As the 9 fr safesheath was removed from the body it also pulled the lead damaging the screw. The device was not implanted. No patient complications have been reported as a result of this event.